Manufacturer narrative:
Although the patient's presenting condition may be more likely have impacted the event the impella cannot be excluded as a possible contributing factor in the patient's demise. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported while on impella 5.5 support, the patient experienced bleeding at the impella access site that required intervention. It was reported that on (B)(6) 2025, a patient experienced a witnessed collapse where a bystander initiated cardiopulmonary resuscitation (CPR). Emergency medical services were called, and when arrived it was reported that CPR had been in progress for 15 minutes. The patient was transported to a local hospital where they were defibrillated four times enroute due to pulseless ventricular fibrillation (vf). Upon arrival to the emergency department, the patient was intubated and briefly coded with ventricular tachycardia (vt) arrest and was defibrillated a total of 26 times for vt. Return of spontaneous circulation (rosc) was achieved after administration of lidocaine and amiodarone. The decision was made to emergently implant an impella cp and transfer the patient to the complainant hospital for advanced support. The patient continued to have episodes of vt during impella cp insertion which required defibrillation to successfully convert the patient to normal sinus rhythm. Upon arrival at the complainant hospital, the patient was noted to be in third degree heart block. Advanced cardiac life support (acls) protocol was initiated, and the patient was taken to the cardiovascular operating room for veno-arterial extracorporeal membrane oxygenation (va ECMO) placement. The patient remained receiving acls and CPR throughout cannulation of va ECMO and was defibrillated multiple times, however remained in vf. The patient received a total of one hour and six minutes of CPR until finally regaining a rosc with normal sinus rhythm. The following day, on (B)(6) 2025, the medical team decided to escalate the patient to an impella 5.5 for increased long-term support. On the second day of support, the patient experienced oozing from the axillary impella 5.5 access site. The patient received four units of packed red blood cells, and a unit of ten packs of platelets. On the third day of support, the patient was found to have herniated their brain stem with progressive signs of neurological issues and was unable to maintain pressures despite va ECMO and impella 5.5 support. The family decided to withdraw care of the patient. Care was withdrawn and the patient expired.